Manufacturer narrative:
Evaluation: results - a visual inspection of the returned product shows the lens has one haptic torn off and is missing and there is a tear in the optic. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq5010v piggyback on top of another lens in pt's capsule and a haptic broke off. The surgeon enlarged the incision to remove the lens, and put another same model lens, and used a suture to close incision. It was reported that this pt needed two lenses, due to needing a very high diopter. The reporter stated that the lens damage was due to being loaded improperly.